Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had foggy and glare issues. The iol was exchanged for non company lens model 8 months and 7 days after the initial implant procedure. Clinical reason for explant was reported as iol calculations. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.